Event description:
The customer reported that, intermittently, when the unit is set to 200j and the charge button is pressed, it charges to 200j, then goes to 5j and then disarms. There was no report of pt involvement.